Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The patient was in shock since before the procedure. During implantation of a trunk ipsilateral leg endoprosthesis in the short and not well conditioned proximal neck, it moved down into the aneurysm sac. Reportedly, it is possible that the trunk ipsilateral leg endoprosthesis was not located in the neck than as expected. Therefore, aorta extenders were implanted proximally until just below the renal artery. It was reported an endoleak was observed, but the type was not able to be determined. During the same day, the patient passed away 12 hours later since the procedure. The cause of death was a circulation insufficiency. The physician stated following things. An open surgery would be impossible because the patient was elder, (B)(6) years old, and the patient was in shock, therefore stentgrafts were implanted. It is possible that a bleeding from the rupture site was continued and it led to the circulation insufficiency. The patient proximal neck condition was unwell and it was short, therefore it should have been that the stentgraft would be implanted to cover the low renal artery.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: catalog #pla280300j, serial # (B)(6) , UDI (B)(4) , catalog #pla280300j, serial #(B)(6), UDI (B)(4), catalog #pla320400j, serial #(B)(6), UDI (B)(4), catalog #pla320400j, serial #(B)(6), UDI (B)(4), catalog #pll161407j, serial #(B)(6), UDI (B)(4), catalog #plc181000j, serial #(B)(6), UDI (B)(4). A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for all devices verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected the statement for h6: code d12. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and death.